Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case the system displayed loacalizer disconnected for the emitter. The site re-seated the emitter cables and rebooted the system twice. After the 2nd reboot the issue was resolved. There was no patient impact reported and a 10 minute delay to surgery.